Event description:
It is reported that while in surgery, the surgeon was trying to impact the implant and the metal prong on the glenoid impactor broke.

Manufacturer narrative:
Evaluation summary - the post may have fractured due to high, repeated impaction forces. In order to potentially improve the performance, the material has been changed to one that is less notch sensitive. The exact cause cannot be determined with certainty. As returned, the alignment peg has fractured off the glenoid impactor. The fractured peg was not returned with the complaint for review. The device manufacturing records are intact and conforming, indicating the device was manufactured to specifications.